Event description:
A journal article was reviewed which contained information regarding this lead model. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: high impedances, apparent fractures, oversensing, connection issues, infection. The information on the leads came from the return product lab of the manufacturer and/or clinical criteria. The status of the lead is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. There is no indication of specific lead models and the specific failure; possible model numbers could include: 6930, 6931, 6948, or 6949. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article:"preventing overdiagnosis of implantable cardioverter-defibrillator lead fractures using device diagnostics." Journal of the american college of cardiology. 2011. Vol 57: no 23. (B)(4).